Event description:
This case was reported by a customer and described the occurrence of tingling sensation in a (B)(6) female pt who received super poligrip original denture adhesive cream (formulation number (B)(4)) for denture adhesion. A physician or other health care professional has not verified this report. On an unk date, the pt started super poligrip. At an unk time after starting super poligrip, the pt experienced tingling sensation, facial numbness, stroke, headache, increased blood pressure and weight loss. This case was assessed as medically serious by gsk. The dose of super poligrip was reduced. At the time of reporting, the events were unresolved. The manufacturer's report number for this case is 9681138-2010-00139. Super poligrip is manufactured in (B)(4). The lot number for this product is known; however, it is unk whether the product will be returned for quality assurance testing. (B)(4).